Manufacturer narrative:
This report is submitted on august 06, 2018.

Event description:
It was reported that the patient experienced pain at the implant site, resulting in the decision to explant the device (date not reported).

Manufacturer narrative:
This report is filed on march 18, 2019.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent an antibiotherapy for biofilm on (B)(6) 2017 (specific date and type not reported). This report is submitted on august 19, 2021.